Event description:
The customer reported the ventilator went vent inop, and alarmed during use. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician could not verify the reported problem. The service technician verified that unit is failing est and replaced the exhalation flow sensor. Extended self testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications.